Event description:
It was reported that approximately a year ago the patient¿s pump and catheter were explanted. Approximately two years prior to the explant the pump had quit working for the patient and had been ¿on minimum¿ for over a year. As reported, it was not the company¿s fault the pump quite working but rather the patient had been on morphine for so long that he grew accustomed to it and it could no longer help him. When the physician went in it was discovered that the catheter, where it hooked to the pump, had come loose and broken in two. Reportedly, muscle had to be cut to remove the pump and catheter. The patient stated that it may have been his actions that caused the catheter to break. In addition, the catheter had white looking stuff-pus coming out of the tube and the physician suspected an infection. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n118887, implanted: 2008-(B)(6), product type accessory, product ID 8703w, lot# l78429, implanted: 2000-(B)(6), product type catheter, (B)(4).